Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a leak between the luer of an IV set and a non-cfn needlefree connector. There is no report of patient harm.

Manufacturer narrative:
The customer¿s report of a leak was confirmed. Visual inspection observed that the female luer was cracked. Further testing was performed by attempting to re-prime the set using a lab syringe filled with blue-dyed fluid. The syringe was attached to the non-bd valve and the fluid was attempted to be infused. It was immediately observed that the fluid leaked out from the observed crack. Further visual inspection of the female luer observed that the crack was along the length of the luer and opposite the luer gate. The root cause of the leak was due to a crack on the female luer.